Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 7/10x40 rx acculink stent was implanted in the right internal carotid artery. Pre-stenosis was 80% and post-stenosis was 20%. The patient was discharged to home the following day. At the 30-day follow-up on (B)(6) 2013, limb ataxia was present in one limb. No treatment was provided. The condition is continuing. No additional information was provided.

Event description:
Subsequent to the initial report, the following was received: event previously reported to be continuing, is now reported to have resolved in 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4).